Event description:
The report we rec'd via the study indicated that during a coiling procedure in an anterior communicating artery aneurysm, a thromboembolic event occurred. Twelve coils in total were placed in the aneurysm and it was reported that the aneurysm was successfully occluded. A satisfactory result was noted with the last coil. The aneurysm was 10x9x9mm with a 4mm neck size. The pt was treated with reopro. Multiple requests for add'l info have not been met with a response as yet. The product is not available for eval and testing. Add'l info will be submitted within 30 days of receipt.